Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 70% battery life. The customer's blood glucose (bg) level was impacted (594 mg/dl with ketones). The customer took a manual injection to bring down bg. At the time of the call, the customer's bg was reported to be within target level at 153 mg/dl.